Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was unable to open. The customer reported that the malfunction caused delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was not opening and required maintenance. A field service engineer (fse) found main matrix 1 was clicking, but not releasing, u-link and plunger were broken. The fse replaced the broken new link and plunger and tested to resolve the issue. The med station was then fully operational. The fse performed a visual inspection and verified that the bus cable connection was secure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was unable to open. The customer reported that the malfunction caused delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.